Manufacturer narrative:
The insulin pump was intermittent button response on the escape button due to corroded keypad traces also, moisture damage was found on all the electronic assemblies noted. No unexpected back light anomalies noted during testing; back light feature functioned properly. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer also reported that light would not turn off. Customer's blood glucose was 129 mg/dl. Customer states that insulin pump was exposed to water in the shower. After troubleshooting, customer was advised that insulin pump would need to be replaced.